Event description:
The following has been reported: biomed reported: 'dead screen will not power up, not shattered incident occurred during process: no injury/adverse reaction: no stopped active infusion: no a preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (screen no input). Investigation found lcd screen functioning properly. Unit has double yellow pump alarm at start up. Installed engineering test batteries and error did not occur. Battery pack 2 had a damaged connector. Battery packs will be removed and replaced along with damaged lever arm retaining plate and front housing due to damaged stand off's connected to the handle assembly.